Event description:
Pt with cochlear implant seen in ER with severe headaches x 5 days. Lumbar puncture done. Admitted to hosp 5 days later, still with headaches. No other cns abnormalities noted. Hospitalized for possible post cochlear implant meningitis. Treated with IV vancomycin, IV claforax. Discharged from hosp 4 days later. On IV recephin. Pt exhibited gradual improvement throughout treatment and incident was considered resolved 5 days after discharge. Implant associated meningitis could not be ruled out.